Manufacturer narrative:
The reported event of the inability to release the lv lead could not be confirmed in the laboratory. Upon receipt, the lvtip and lvring set screws were noted to be missing from the header and two loose set screws were returned. The loose set screws were secured into the lvtip and lvring threads and test leads were successfully inserted and released.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lv lead could not be removed from the device header. The patient presented for a device change due to eri. During change-out there was a brownish fluid in the device header. The device was explanted and replaced.